Event description:
Customer reported issues with the insulin pump. Customer states that there is an excessive no delivery alarm. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The pump was received with normal operating currents. The pump also passed the unexpected restart, rewind, basic occlusion, displacement and self tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to test for excessive no delivery alarms due to the prime anomaly. The pump had a bleeding lcd glass, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.